Event description:
During an atrial fibrillation procedure, prior to the transseptal puncture, the echocardiography showed a pericardial effusion around the ventricles of the heart, requiring a pericardiocentesis. The first transseptal puncture was completed using a swartz sheath and brk needle. A second transseptal puncture was then performed using an agilis sheath and a tacticath se catheter, using echocardiography as guidance. Mapping of the left atrium was completed using an advisor hd grid catheter. Ablation was subsequently initiated with the tacticath se catheter at the ridge of the left pulmonary vein. Only anterior ablation lesions were delivered; no posterior ablation was performed. The patient then became hypotensive and the echocardiogram confirmed presence of the same pericardial effusion previously observed at the beginning of the procedure. Pericardial drainage was performed, resulting in the removal of a total of 300 ml of blood and patient remained stable when they left the room. As the pericardial effusion was noticed before the transseptal puncture and then before the left atrium access, the physician alleges that this tamponade could be caused by the guidewires when they were inserted in the right atrium.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.